Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date has been estimated.

Event description:
It was reported that the patient's thoracic ipg became inoperable. In turn, surgery occurred to explant and replace the ipg, which addressed the issue. During the same surgery, the cervical ipg was also explanted and replaced (see manufacturer report number 1627487-2019-08321).